Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a patient not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the station. The technical support specialist (tss) dialed into the server and observed that the patient had marked as discharged. The tss advised the customer to readmit the patient by undoing the discharge status and the customer acknowledged and confirmed the action. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a patient not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.